Event description:
It was reported that patient underwent an orthopedic salvage system procedure on (B)(6) 2011. Subsequently, the patient was revised on unknown date, due to the anchor plug fracturing.

Manufacturer narrative:
Evaluation of the returned component found evidence that suggests a fatigue fracture. This report filed (B)(4), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Initial reporter - revising surgeon is unknown. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).